Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. A lead fracture was suspected however could not be confirmed through x-ray. The physician reported fracture was likely due to age deterioration. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.